Event description:
It was reported that during a cholecystectomy procedure, the surgeon complained about the closure system of the clips. It seems that when the clip closes the legs stay in a crossed position. Therefore, the clamping function is compromised. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.